Event description:
It was reported that during replacement of the device due to battery voltage being at 2.95 v, the telemetered voltage was 2.72 v. The pacemaker was explanted and replaced with a new pacemaker. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. (B)(4) the incorrect rtt (recommended replacement time)battery voltage measurements are the result of high internal battery resistance.